Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for basic evaluation (be). The trial patient reported they were miserable, in pain, and could not stand up or walk without crutches. Their physician thought they had an infection and the patient was waiting for medication. The patient had an appointment with their doctor on (B)(6) 2017, as they wanted them to give the trial evaluation a try with medication to see if that would work. It was noted the patient wanted the lead removed as soon as possible as they were not tolerating the device well and based on the experience, was not going to move forward after this. They would go to the emergency room (ER) if they could. On (B)(6), additional information received from the patient reported they had the leads removed yesterday and confirmed they would not be moving forward. They stated they were still in a tremendous amount of pain from the trial evaluation. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as "alive no injury" there were no further complications reported or anticipated.